Event description:
It was reported that the brakes on the 9800 system would not hold and there was a charger error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brakes and batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service. (B)(4).